Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with their left ventricular lead impedance exhibiting low and out of range pacing impedance. Programming changes were made on (B)(6) 2021 to address the issue. A remote follow up on (B)(6) 2021 revealed that the lead impedance was back to nominal values. The patient was stable throughout.